Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hypoglycemia and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose reached as low as 40 mg/dl while wearing the pod between 24 and 36 hours. The patient had a seizure due to low bg values and was found unresponsive in their bedroom with blood on the pillow due to biting their tongue during the seizure. Ems was called and they arrived and treated the patient by giving the patient peanut butter and a coke to bring up the sugar levels. Pod was removed by emts at 10:08am to ensure no more insulin delivery and was transported to the hospital via ambulance, where his bg had risen to 180 on arrival. Patient was treated with "paint" medication dilaudid, tylenol and muscle relaxers. Patient was given anti-nausea medication, zofran sinergin and phenergan. It was reported after the pod removal that the patient bg values rose to 339 mg/dl and 336 mg/dl. Patient was kept for observation and constant monitoring at the hospital. Patient was also reported by parent to have hyperthyroid issues. No further information available.